Manufacturer narrative:
The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned with the stryker microcatheter used during the procedure. Visual and microscopic inspection of the device found that the introducer sheath was not returned. When a patency mandrel was advanced through the microcatheter, the stent came out and was noted to be deformed. There were no anomalies noted to the stent delivery wire (sdw). Functional test could not be performed due to the damaged condition of the returned device. The stent was returned prematurely deployed within the stryker xt-27 microcatheter. Per the device directions for use (dfu): "required accessories: standard interventional devices, including rotating hemostatic valves =4.5f, a guide catheter, guidewire(s), and stryker neurovascular 0.0165-0.017 in (0.42-0.43 mm) ID microcatheters, excluding tracker 17. The microcatheter used during the procedure was a 0.027 inch internal diameter catheter. The investigation confirmed that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
Analysis of the returned device noted that the stent had prematurely deployed during use. No consequences to the patient were reported.